Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v779636, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. She was not feeling sensation in her foot, after a pallet hit her in the back last week. There was a knot there when she was first hit, but it's gone down. She can't feel the implant and can't connect with or without the antenna using her programmer. The patient's status was unknown. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.